Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Reportedly, the customer successfully loaded a new cartridge. Additionally, the insulin gauge was inaccurate, however, the issue resolved itself and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was between 175-180mg/dl.